Event description:
According to the physician, post-procedure, the patient had difficulty urinating and defecating. The physician recommended a particular diet to follow and has not seen the patient since. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx prepubic sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown.